Event description:
It was reported the pt's index surgery was approximately three years ago (levels t12 to l3). The pt became symptomatic approximately nine months ago; the pt's symptoms were not specified. X-rays confirmed there was motion at l3 approximately two months ago. The pedicle screws and rod were loose. The pt underwent revision surgery due to motion at l3 and non-union. The rod was removed and replaced; a domino connector was used to connect to the existing rod. Corrosion was found on the rod after the rod was removed.

Manufacturer narrative:
X-rays were not provided to the manufacturer. The product was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.